Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. The leak originated from the extension connection under the roller clamp. The patient¿s estimated blood loss (ebl) is unknown. The bloodline was reported to separate from the connection point when inspected. The bloodlines were discarded and a new set was used to resolve the issue. The product was not available to be returned to the manufacturer for evaluation.